Manufacturer narrative:
Based on the current information provided, the root cause of the alleged operative complication experienced by the patient cannot be determined. The following information is unknown: the specific type of da vinci-assisted surgical procedure performed, what hospital the surgical procedure was performed, the name of the surgeon who performed the surgical procedure, and the surgery date. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient claimed that she experienced post-operative complications and a hole in her colon was found. However, at this time, the root cause(s) of the alleged operative complications are unknown.

Event description:
On april 10, 2019, intuitive surgical, inc. (Isi) became aware of the following social media posting: "I done filed a complaint on the colon surgeon who used this machine on my colon last july. I ended off after a month of having bloating and gas this lead to a hole in my colon and now I got colitis cause if your messed up junk machine. And I am suing no doubt about it I could have died 2 months ago." On 04/12/2019, isi contacted the patient and the following information regarding the alleged event was obtained: the patient underwent colon surgery on an unspecified date in 2018. A month after surgery, the patient started having "tummy pains and a lot of pain." The patient ended up having diagnostic laparoscopic surgery on (B)(6) 2019 and a hole in her colon was found. She now has colitis. The patient believes the da vinci surgical system caused her operative complications. The patient had her surgeries performed in (B)(6).